Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as patient made an unspecified mistake. The day after the event onset, patient was hospitalized for the peritonitis event. The patient was treated with injection reflin (dose, route, frequency, and duration not reported) and injection fortum (dose, route, frequency, and duration not reported) for peritonitis. Action taken dianeal therapy was not reported. Five days after admission, the patient was discharged from the hospital. At the time of this report, patient was recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.